Manufacturer narrative:
Catheter model/serial# unknown, implanted: (B)(6) 2011, explanted: unk; programmer model 8840, serial# unknown.

Event description:
It was reported that the healthcare provider (hcp) did not perform a bridge bolus. Hcp had just refilled the pump with a new drug concentration and after updating five minutes later noticed that she had not done a bridge bolus. No bridge programmed from 3mg/ml to 10mg/ml and currently the pump was programmed at 10mg/ml. The pump was programmed back to the old concentration and updated, and thereafter reprogrammed with the new concentration and programmed a bridge bolus. Drug delivered via the pump was morphine, old concentration 10mg/ml at a daily dose of 2.25mg, new concentration 3mg/ml at the same daily dose. The amount of bolus: 1.065 mg, duration of bolus: 11 hrs 22 mins.